Manufacturer narrative:
Qc information from 01/09/07 was not provided. System checks performed on 01/05/07 and 01/09/07 were within specifications. Both samples (plasma and serum) were collected by a nurse in the ER at the same time. The specimens were collected into plastic, bd tubes and centrifuged at "<5,000 rpm". A field service engineer (fse) was dispatched to the customer's lab on 01/12/2007: the fse performed a preventive maintenance (pm) to the instrument and conducted hardware verification. (There is no information why pm was performed). The fse ran diagnostic testing which passed within specifications. The fse verified repair per established procedures. The customer stated to the fse that a clot may have been in the plasma sample. Currently, customer does not have a clot detection feature on their system, but they are thinking about installing one. Pre-analytical sample handling may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient plasma sample was tested for accu tni and a result of 1.32ng/ml was obtained. The accu tni result was reported out to the lab. The customer re-tested the original sample for accu tni twice and obtained two results of 0.02ng/ml. The customer indicated that a serum sample was tested for accu tni and the result was 0.03ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.